Manufacturer narrative:
Date sent to the FDA: 11/02/2007; the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on an unk date. During the procedure, the surgeon was using multiple disposables for the case. The display on the motor drive unit was flickering and the cutter did not rotate when activated. The customer verified that the trigger rotated by disassembling the disposable but when re-attached it would not drive the device.